Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant attempt, a pericardial effusion and perforation were observed after the contrast was injected. The procedure was abandoned, and a sternotomy was performed. No further patient complications have been reported as a result of this event.